Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on (B)(6) 2018. On investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.